Manufacturer narrative:
Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's programmer does not work, it would not communicate with the ins when using a new antenna. The programmer will be replaced. No further symptoms or complications were reported or anticipated in association with the event.